Event description:
It was reported that low, out of range hv lead impedance was observed. Further testing and programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.